Manufacturer narrative:
Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. No parts were replaced. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion procedure, the site's pedicle access kit (pak) needle handle was difficult to dis-engage from the needle. When the surgeon was using the handle, the green part popped off and the surgeon could not disengage the needle. The medtronic representative observed the resident may have turned the green clamp too far. After replacing the green cap on the pak needle handle, the surgeon was able to use it to continue the procedure. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
The actual patient weight was (B)(6). Additional information: a medtronic representative reported that she was not able to save the instrument after that case because it was disposed of before she could get to it.